Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer had experienced similar alarms with the pump previously. Tandem technical support resolved the issue by deciding to replace the pump, advising the caller on the necessary steps to store the old pump and return it, and arranged for a new pump with updated software to be sent without needing a signature for delivery. The customer understood and acknowledged all instructions provided for the transition to the new pump.